Manufacturer narrative:
A visual examination of the complaint device revealed the distal tip of the inner shaft was broken off. Damage was observed on the cutting edge tip of the inner and outer shaft. Both the inner and outer shaft were bent and failed roll testing. Based on the observed damage, the most probable cause of the broken tip was determined to be that the device made impact with a hard object during clinical use or excessive lateral forces were exerted on the device during clinical use which caused the device to break. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Care handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." The device history record for the returned device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
During a knee arthroscopy procedure the inner shaft tip broke off of the arthroscopic cutter. The piece fell into the back of the patient's knee and an additional incision had to be made on the side of the knee to retrieve the piece. The patient was reported to be in satisfactory condition after the procedure.